Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient with lumbar spinal instability (l4/5) and lumbar canal stenosis underwent mis-posterior lumbar interbody fusion at l4/5 using the medical devices (cages).post op on an unknown date pseudarthrosis was found along with cage sinking. Possibility of damaged endplate was suspected at cage rotation during the operation. No revision surgery is planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.